Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage located a crack on the back of the pump, possible under delivery anomaly and high bgs found on (B)(6) 2022. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, dat test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus and carelink. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, motor assembly and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked, cracked case (battery tube) and cracked case. Critical pump error (open book image) alarm confirmed. Unable to confirm possible under delivery/ other alarms/other anomalies due to critical pump error (open book image) alarm. Unable to download history files, traces and carelink confirmed. Pump exposed to moisture confirmed at pcba 1, motor assembly and force sensor. Unable to verify customer alleged for high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic that the insulin pump was under delivering. The customer blood glucose level was 379 mg/dl at the time of incident. The customer¿s current blood glucose value was 204 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose value with manual injection and insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleging possible insulin pump was customer treated with the insulin pump but the blood glucose stay high. The high pressure, self test and displacement test was passed. No harm requiring medical intervention was reported. Troubleshooting was preformed. The device will be returned for analysis.